Event description:
It was reported that the patient has a dual chamber defibrillator. There was a pressure sensation in shoulder and sometimes get shortness of breath. Nothing wrong with the device. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).